Event description:
It was reported that the device was in use with a patient when the lumen with an attached blue clave developed a crack and was observed to be leaking. The patient was found to have low blood sugar levels and was treated with a bolus of glucose after a new piv was placed. No further incident related medical sequela was reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the eval.